Event description:
It was reported by repair work order that the brakes won't engage/won't hold due to a damaged brake ring, caster tube ring guides, brake cushion and extension spring. No adverse consequence or clinically relevant delay in treatment was reported.